Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. However, the implants mount was not returned for investigation. Visual inspection of the as returned product identified no damage to the implants drive feature or internal threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Mount was not returned. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 35 (fdi) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants¿ 9667 rev. 2-10/19; information identified: 'warnings' 'precautions' DHR review: DHR review was completed for the subject lot number 2022030848. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2022030848 for similar events and no other complaint was identified. Review completed utilizing keywords: 'functional : does not disengage/release' post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be verified (mount was not returned) and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional device information: unknown / not provided. Email address: unknown / not provided. Premarket identification: k011245/k002188. Device manufacturer date: unknown / not provided.

Event description:
The doctor reports that it was quite difficult for him to separate the implant from the mount. The doctor confirms that the procedure was concluded with the placement of another implant. The affected dental position is #35. The doctor also mentions in the per form that the patient's bone was also affected.